Manufacturer narrative:
(B)(4).

Event description:
Procedure gastric bypass. According to the reporter: after 4th firing, black return knob was returned, but knife did not return, so cartridge could not be removed. Additional resection of tissue was done. Dr said on 3rd firing, malformed stapling occurred and manual suturing was done. Dr also noticed no click sound when it was connected. Surgery time was extended more than 30 minutes.